Manufacturer narrative:
Unable to prime insulin pump during prime test and device alarmed during the basic occlusion due to a protruded/loose drive support disk. Cracks to the reservoir tube lip, battery tube threads, case, scratched display window and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump is shooting out insulin during the prime process. The blood glucose reading is 142 mg/dl. The insulin pump alarms during the prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.